Event description:
It was reported to medtronic neurosurgery that the patient was implanted with the device on (B)(6) 2015. According to the report, the doctor found the shunt was not performing well. Reportedly, the patient underwent revision surgery on (B)(6) 2015, and the doctor found that there was no csf flow. The report stated that the device was explanted. Reportedly, the patient¿s current status is normal.

Manufacturer narrative:
The valve was patent and met the requirements for siphon, pressure flow and pre-implantation testing. The device did not meet the requirements for leak testing due to a tear in the bottom membrane of the delta chamber. It is unknown how or when this damage occurred. The valve did not meet the requirements for reflux testing. There was proteinaceous debris noted in the interior and exterior of the device. Debris within the valve may hold the pressure-flow controlling mechanism open resulting in fluid reflux. The instructions for use that accompany the device state that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance¿. It is also suggested that the valve be placed in a surgically created loose subgaleal pocket. This allows gentle placement of the valve and minimizes handling with surgical tools. A review of the manufacturing records showed no anomalies. All of the valves are 100% tested at the time of manufacture. (B)(4).